Manufacturer narrative:
G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, four (4) tubes containing blood were placed in the vacuum and centrifuge. During this process, the caps became loose and popped off. No health impact or consequences were reported for the patient or the user.

Event description:
It was reported that while using bd vacutainer® sst¿, four (4) tubes containing blood were placed in the vacuum and centrifuge. During this process, the caps became loose and popped off. No health impact or consequences were reported for the patient or the user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.